Event description:
Contact reported that the ceramic tip of a mitek vapr electrode broke during use. Contact reports that the small fragments were removed. Reported no patient injury as a result of this situation. If this were to recur and the fragments not removed there is the potential that patient injury could occur.